Manufacturer narrative:
The device is pending further evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed volumetric test during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11. The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device passed flow rate accuracy testing. A review of the event history log (ehl) revealed infusions ran to completion without interruption and no abnormalities. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.